Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "around december". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the message "connect to the computer" displayed on the adc freestyle libre reader. Customer was unable to test and experienced unspecified symptoms of hyperglycemia and a loss of consciousness. Customer was treated with insulin (dose/type unknown) by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported the message "connect to the computer" displayed on the adc freestyle libre reader. Customer was unable to test and experienced unspecified symptoms of hyperglycemia and a loss of consciousness. Customer was treated with insulin (dose/type unknown) by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.